Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported issues. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported leak is the result of the user technique. It should be noted that the mitraclip instructions for us. (IFU) states that ¿do not turn lever caps more than 1/2 turn in the ¿open¿ direction. After de-airing, tighten the lever caps.¿ the reported improper or incorrect procedure/method was due to the user not following instructions by turning the lever caps more than ½ a turn. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a gripper cap leak during preparation. It was reported that during preparation of the clip delivery system (cds) the gripper cap had a leak (drip). The cap was re-adjusted, and it was assumed that the o-ring was not seeded well. The cap was tightened so there was only an occasional drip, and the physicians decided to proceed with the device without an additional issue. One clip implanted, reducing mr from 4+ to 1+. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided.